Event description:
It was reported that during an implant attempt, the lead was damaged which resulted in low impedance. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found that the lead was stretched. All conductors were stretched. The inner insulation was kinked buckled and was torn. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant.